Manufacturer narrative:
Age/dob: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a ks-1 aq2017v preloaded injector lens, 22.00 diopter. When handling the screw plunger and rod, the rod was pushed forward but passed below the iol, so the doctor stopped using it. There was no patient contact.

Manufacturer narrative:
H3: device evaluation: it was confirmed the rod and rod cap passed through under the lens. It was confirmed the top flange was pushed appropriately. The cause of the event was unknown. H6: work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).